Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the patient was admitted to emergency with underdose of baclofen. At the moment of the call, the patient was stabilized after using baclofen. The hcp did not have a clinician programmer and requested someone from medtronic to have the pump interrogated.